Event description:
On event date, the account reported a hemoglobin (hgb) of 6.98 g/dl and hematocrit (hct) of 19.4% from the cd3500. The pt was transfused with 3 units of packed rbc's due to this result. One day later the pt had a repeat complete bloodcell count performed. The hgb was 19 g/dl and the hct was 49%. The account repeated the original sample from the event date and the hgb was 12.7 g/dl and the hct was 37.4%.